Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned products found that the battery springs inside the alarm unit are bent. The alarm powers on and passes all functional tests when using the factory sensor simulator. The alarm was also tested with the returned 8307 sensor, however, the sensor has dead spots in the center and when pressure is applied to those spots, the sensor sounds continuously. There was no evidence of wires exposed and no shorting found. There was no electrical shock felt during testing. Note: there is only a minimal amount of electricity going through the sensor pad port and alarm unit so if the customer makes direct contact with the conductive part of the sensor or alarm, they will not feel any electrical current. (B)(4).

Event description:
The customer reported that the nurse assistants were in the process of repositioning the bed pad on the patient's bed and they received a shock. The facility removed the bed pad and the alarm after this occurred and replaced them with another alarm. There was no serious injury reported. Inspection of the alarm shows that the battery springs inside the unit are bent.